Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm and altitude alarm occurred. Customer's blood glucose was 150 mg/dl. Customer resolved the alarms by changing out the cartridge. Insulin delivery was resumed.